Event description:
Customer reported unexpected positive reactivity (1+) at the weak d phase with immucor anti-d, series 4, when testing a previously typed rh negative patient sample. Repeat testing of the sample performed with another vial of the same lot resulted in negative reactions at the weak d phase. The customer also reported that several o, rh negative donor segments tested with the reagent also resulted in positive (1+) reactions at the weak d phase. Tube testing is the method used for weak d testing.

Manufacturer narrative:
Customer cultured the vial and the results were negative. The customer stated the product did not appear contaminated. The product was returned for investigation testing. No discoloration and turbidity were observed. No clots, agglutinates, particulates or leaking were observed. Returned and retention anti-d series 4, lot 504688, were tested with red cells of various rh phenotypes, including weak d cells. The expected reactivity was observed in all testing. The customer sent the patient sample for investigation testing. The sample was tested with returned and retention anti-d series 4, lot 504688, and with other manufacturers' anti-d blood grouping reagents. No reactivity was observed in any phase of the testing.